Event description:
The facility representative reported an infuso.r. Pump with a condition of "no motor movement." This condition occurred during delivery in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of no motor movement involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.